Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report #1627487-2018-13279. Reference MFR. Report #1627487-2018-13281. It was reported the patient was experiencing uncomfortable stimulation. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention where the patients system was explanted and replaced.

Event description:
Device 2 of 3: reference MFR. Report #1627487-2018-13279, reference MFR. Report #1627487-2018-13280.